Manufacturer narrative:
(B)(4).

Event description:
It was reported that the user pushed the display monitor key but its reaction was different than usual. Therefore, the device was replaced by a backup one. No health injury occurred during procedure. There was no patient death, serious injury or patient complication reported.

Event description:
It was reported that the user pushed the display monitor key but its reaction was different than usual. Therefore, the device was replaced by a backup one. No health injury occurred during procedure. There was no patient death, serious injury or patient complication reported.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of an "unusual reaction with display head" is not able to be confirmed. The display head was checked by the distributor and could not reproduce the problem. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time. If the part/additional information is received at later date, a full investigation will be completed. The reported complaint will be monitored for any developing trends.